Event description:
A consumer reported she experienced eyelid swelling, ocular redness, burning, and blurry vision in both eyes (ou) with use of this product. She states she was diagnosed by an ophthalmologist in 2007 with a "bacterial infection" and was treated with an antibiotic medication. She discontinued contact lens wear and product use. She indicated at a follow-up visit in 2007, the ophthalmologist observed the infection recurred in her eyelid and treatment is continuing. The consumer stated she had previously visited an optometrist who diagnosed "pink eye" and treated her with an ocular anti-inflammatory/antibiotic medication for seven days. When the symptoms resolved, she restarted product use and lens wear with new lenses. After one day, symptoms recurred and she then visited the ophthalmologist. She stated she wears acuvue extended wear contact lenses for daily use.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report has not been received. Evaluation of retention sample from lot 115204f is in process. Batch records were reviewed and no deviations were identified. One similar report for lot 115204f. This report mailed in to FDA on: 11/09/2007. Additional information was requested from the consumer on 10/17/2007, 10/30/2007, and 11/01/2007. Consumer provided information on 10/30/2007 and 11/01/2007. Information was requested from the ophthalmologist on 11/02/2007 and 11/06/2007.